Event description:
It was reported that the device would not complete its boot up cycle. Due to this reported failure, the device would not have the ability to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. Physio further evaluated the removed user interface pcb assembly and determined the cause for the malfunction to be failure of an ic chip, designator u2. The ic chip was either corrupt or damaged to cause the reported issue.